Event description:
A malfunction alarm was reported by the customer with the code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the customer was instructed to continue using the pump and to call back if the malfunction recurred. The customer understood this advice and acknowledged the instructions.